Event description:
Customer reported the system did not boot up properly and took 6 minutes to stabilize. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered a new monitor. Awaiting part availability.